Event description:
It is reported that after several attempts of implanting, removing, and re-prepping the bone, the stem could not be implanted and an alternative stem was used.

Manufacturer narrative:
Visual and dimensional inspection of the returned devices confirmed that the zmr xl body and xl taper stem meet print specifications where measured. The implant body exhibited surface damage. The compression nut was found to be deformed. Device history records for lot codes associated with the returned devices confirmed that no anomalies or deviations were noted in the manufacturing process. The rasps were not returned for further evaluation. The part and lot number of the rasp used is unknown; complaint history and device notes were not provided. It could not be confirmed the instructions were adhered to during the multiple attempts to implant this device. The zmr body and stem are compatible. A likely cause for damaged components is multiple attempts to implant/extract the construct. With the information provided a specific cause for the reported issue could not be determined.

Manufacturer narrative:
This report will be amended when out investigation is complete.